Manufacturer narrative:
(B)(4). This ra lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the ra lead be returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and loss of capture. Surgical intervention was performed and the ra lead was disconnected and tested in multiple positions with a pacing system analyzer, however the impedance measurements were still observed to be more than 2000 ohms. The physician suspected that the ra lead may have been fractured so a portion of the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.